Manufacturer narrative:
Conclusion: device investigation revealed damage to the active electrode array likely caused by the multiple insertion attempts due to the reported unexpected fibrosis. Other mechanical damages found during investigation are attributable to the removal surgery. Further, the recipient reported pain, which was present regardless of use of the device, thus medical and clinical factors may have contributed. This is a final report.

Event description:
The user complained of a sudden pain behind the ear and a decreased volume with the device, despite there were no fitting changes. The pain started on the (B)(6) 2023 and is also present without stimulation. The user's hearing performance was better initially after activation. The user was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user complained of a sudden pain behind the ear and a decreased volume with the device, despite there were no fitting changes. The pain started on (B)(6) 2023 and is also present without stimulation. The user's hearing performance was better initially after activation. The user is scheduled for re-implantation.